Event description:
It was reported "dr. (B)(6) began with an awl, then a drill and then placed a 3.5 x 12 self tapping screw. Upon removal of the inserter tip, dr. (B)(6) noticed that the locking ring on the screw had risen above the screw. After visual confirmation he removed the screw and inserted a 4.0 x 12 self tapping screw. Upon review of that screw, he saw no deformity of that screw and began to close. He followed the technique verbatim as I watched close by. He did not over tighten the screw, he stopped immediately after the black line on the screw inserter went below the inserter tip."

Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.